Manufacturer narrative:
Pump error 38 occurred during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to pump error 38. No pump error 43 alarm was noted during testing. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on (B)(6) 2023 from 17:13:09.00 to 18:25:44.00 due to an unexpected hall sensor error. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage (stained), scratched case. Pump error 38 confirmed due to moisture damage on a corroded home switch, dried insulin in the motor slide, and moisture damage on the motor and the force sensor. Pump error 43 was confirmed due to moisture damage on the pcba 1 and the motor. The pump did not pass the full drive test. Pump exposed to moisture confirmed on the pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 43. Troubleshooting was performed and was able to clear the alarm successfully but customer unable to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.